Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to customer¿s blood glucose level. Technical support guided customer to inspect pump, remove an o-ring from the pneumatic tap, clean the area, and reload the cartridge. After following these steps, caller was able to resume insulin therapy successfully.